Event description:
In 02 a follow-up pet scan showed disease progression in the left lobe of this pt's liver and their thorax. Another sign of disease progression was the cea increase from 293 ng/ml in 06/02 to 389 ng/ml in 06/02. Within a few weeks of the pt's last follow-up in 7/02, the pt was placed on hospice by their primary oncologist. Social security registry lists this pt's date date of death 2002. This death is not related to therasphere treatment; it is due to the disease progression in this pt's liver.